Manufacturer narrative:
The problem was due to a component failure (display). After the replacement of this component, the laser system restarted to work correctly.

Manufacturer narrative:
We are waiting for additional information from distributor.

Event description:
The laser system has the following problem: "the system shows the error message: touch screen error"